Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the emergency medical services dispatched due to high blood glucose level and diabetic ketoacidosis and then the customer was hospitalized on (B)(6) 2020. Customer's blood glucose level was 1035 mg/dl at the time of hospitalization. Customer was treated with insulin drip. Customer stated that the something around the reservoir was leaking. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.